Event description:
Provided information states that lengthener stopped distracting during treatment. Product remains implanted.

Manufacturer narrative:
This complaint is related to a device that stopped distracting or had difficulty pre-distracting / distracting during treatment. The actual device that raised the complaint has not been returned to the complaint handling unit at orthofix nor has a serial number of the device been provided. Hence the exact cause of this complaint cannot be determined. A review of the manufacturing history of the subject device based on its serial number could not be completed as no serial number was provided. Possible reasons for such complaints could be from surgical technique used such as - extent of reaming, forces applied on the device during insertion, and location of the osteotomy or out of specification condition on clutch components identified in 2183449-10/09/09-001-r. Though exact cause could not be determined due to reasons explained above, corrective actions have been implemented.